Event description:
It was reported that the patient presented to the hospital for a follow-up on 30 mar 2023. Upon examination, it was noted that the right ventricular (rv) lead had intermittent capture. The physician performed revision procedure where rv lead was repositioned in the ventricle on (B)(6) 2023. The patient was stable throughout.